Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 300 mg/dl. The customer stated that she felt dizzy and nauseous, then lost consciousness, and fell. The customer also reported that her glucometer was reading 70 points higher than the one at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The customer could not troubleshoot further, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.